Manufacturer narrative:
The insulin pump was received with horizontal black lines due to cracked lcd glass and a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. No missing segments/partial display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank and flashing light and dark screen. The customer¿s blood glucose level was 78 mg/dl at the time of the incident. Troubleshooting was performed and the display did not return. The customer was asked to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.